Manufacturer narrative:
Failure analysis for fiber 0010-2400-523b-(B)(4): the fiber cap is still attached to the fiber; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits mild detritus adhesion; the fiber was tested with hene laser fixture, aim beam is present at fiber output window. Probable root cause: based on the device analysis, the product complaint of "fiber tips come out" could not be confirmed; a moderate cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, while using three side-firing surgical fibers, the fiber tips reportedly "came out" and forward-firing was observed. The procedure was completed using the third surgical fiber, of which the tip reputedly "came out" at the end. Joules used: 61,807 and 11:39 minutes. Patient outcome: "ok" - there was no injury reported. This report is for the third surgical fiber used.